Event description:
It was reported that the patient presented for a follow up in clinic with pacemaker pocket erosion. The device was explanted. The patient was in stable condition.

Manufacturer narrative:
The device was returned for analysis. Interrogation results were normal. Visual inspection found no anomalies. Device image download was successful and the preliminary test results were acceptable. Analysis was normal, no anomalies were found.